Event description:
It was reported to philips that the device operational check experienced a failure. There was no patient involvement.

Manufacturer narrative:
It was determined through investigation that there was no malfunction of the device.

Event description:
It was reported to philips that the device operational check experienced a failure. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the nibp required a routine calibration, which was performed and the device was returned to full functionality. This is a non-reportable issue. The device remains at the customer site and no further evaluation is warranted at this time.